Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.evidence of noise has been noted during ventricular tachycardia (vt) episodes on 16,17,18 and (B)(6) 2016. Analysis of the device memory indicated an audible alert sound.alert occurred on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient had inappropriate alerts on their implantable cardioverter defibrillator (ICD). It is possible the alert tones were due to electromagnetic interference but the source is unknown. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Furthermore, the patient felt anxiety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.